Event description:
Patient had plate placed on 10/7/91 - (orif). In january 1992 x-ray revealed fracture of plate, but physician felt he wanted to wait to see if healing of original fractured femur would occur as patient had good alignment. It became clearer in february that patient's fracture was not healing - non-union. On 3/9/92 plate was removed in surgery and new orif was doneinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.